Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two revaclear 300 dialyzers had internal blood leaks during patient treatment. The leaks were reported to be coming from the membrane and into the dialysate as soon as the blood hit the dialyzer. It was reported that an alarm was generated and there was blood in the fluid lines. There was patient involvement but no patient injury reported. No additional information is available.